Event description:
It was reported, the camera head had no image. The issue occurred during preparation for use for an unspecified type of procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found there was no image. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to a component failure, a faulty cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.